Manufacturer narrative:
Devices' photo evaluation completed on february 26, 2024. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured but the tear/puncture could not be observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 14, 2024 indicated that the patients' post operation result showed bilateral capsular contractures unknown grade, left sided symptomatic rupture and no rupture found on the right side, and bilateral mammary ptosis. As a result, patient underwent bilateral mastopexy and bilateral replacements as follow: left product code 3504004bc sn (B)(6), right product code 3504004bc sn (B)(6). This report relates to the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation primary with a mentor memorygel, 450cc silicone, breast implant experienced bilateral silent rupture postoperative. As a result, patient underwent bilateral removal on (B)(6) 2024. This report relates to the left side.

Manufacturer narrative:
Suspect device received on march 14, 2024. Device evaluation completed on march 18, 2024. The product was returned to mentor for evaluation. Mentor conducted visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the siltex hpg, 450cc breast implant was found to have a tear on the posterior view, measuring approximately 0.2 cm. Leak testing was performed, in accordance with mentor procedures, and no other areas of gel exposure were detected during the analysis. Microscopic examination was performed and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).